Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a skin infection at the implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, march 2, 2015.

Manufacturer narrative:
This report is filed june 26, 2015.

Manufacturer narrative:
(B)(4). Device not yet receive by manufacturer.